Event description:
It was reported that the bd safe-clip¿ needle clipping device is not clipping. The following information was provided by the initial reporter: that the safe clip needle clipper is not clipping.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nypro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: na.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-nov-2022. H6: investigation summary: customer returned a safeclip pen needle cutter from lot 2066001. Visual inspection of the safeclip found some signs of wear but no immediately observable damage. Inserting a test pen needle occurred without issue. The needle could then be trimmed by the safeclip. While the safeclip had some signs of usage, it functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was unable to confirm the customer¿s indicated failure of the safeclip not trimming needles. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd safe-clip¿ needle clipping device is not clipping. The following information was provided by the initial reporter: that the safe clip needle clipper is not clipping.